Manufacturer narrative:
(B)(4). The lot number provided is not valid, investigation efforts are ongoing to retrieve the valid lot number. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Medtronic received a report that the cuff on the tracheal tube would not inflate. Medtronic is requesting additional information regarding the circumstances of this patient event.